Event description:
It was reported that the patient experienced nausea, vomiting and diarrhea for several days, as well as lethargy and weakness. Emergency medical services (ems) was called on (B)(6) 2023 due to the patient being unresponsive. The patient was found to be hypotensive with low flows and required intubation enroute to the hospital. The patient was in hypovolemic shock and international normalized ratio (inr) was supratherapeutic during admission. The patient had elevated lactate and cultures were negative. An echocardiogram was performed and found the left ventricular end-diastolic diameter (lvedd) to be 6.5 centimeters with normal size and function of the right ventricle. The aortic valve was calcified with sclerosis that appeared to move minimally with each beat. It was noted that the patient was not known to have aortic insufficiency prior to left ventricular assist device (lvad) implant, and it was unknown if the device contributed to the event. Pump speed was decreased to 5500 revolutions per minute and the low flows resolved. On (B)(6) 2023, the patient complained of left-sided weakness and peripheral vision loss. Head computed topography (CT) was concerning for posterior reversible encephalopathy syndrome (pres) vs embolic strokes. The patient received aggressive blood pressure control, continuation of systemic anticoagulation and intravenous fluids. Neurology was consulted and continued to follow the patient. They were discharged on (B)(6) 2023 to rehab. The patient had residual peripheral vision loss but was otherwise stable.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Per the account, the patient was not known to have aortic insufficiency (ai) before device implant and it is unknown if a device-related issue contributed to the ai. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further issues have been reported at this time. The heartmate 3 lvas instructions for use (IFU) lists potential adverse events, including stroke, that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU also warns the user that moderate to severe aortic insufficiency must be corrected at the time of device implant. This document also lists hypovolemia as a potential late postimplant complication. The hm3 lvas IFU addresses pump parameters and outlines situations that can result in low flow, including changes in patient condition. Furthermore, the IFU and patient handbook describe advisory and hazard alarm conditions, as well as the appropriate actions associated with them. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including stroke, that may be associated with the use of the heartmate 3 lvas. This document also warns the user that moderate to severe aortic insufficiency must be corrected at the time of device implant. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 liters per minute (lpm). A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 6, ¿patient care and management¿, lists hypovolemia as a potential late postimplant complication. Section 6 of the IFU states that post-implantation hypertension may be treated at the discretion of the attending physician, and any therapy that consistently maintains mean arterial blood pressure less than 90 millimeters of mercury (mmhg) should be considered adequate. Section 7, ¿alarms and troubleshooting,¿ explains system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook, rev. D, also outlines system controller alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.